Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the customer reported complaint of the instrument having the wire sticking out at the front. The instrument was found to have a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. The pulleys exhibited no damage. Other cables were not damaged. The housing was removed from the back end, no damage was observed. Additionally, the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.051¿ - 0.297¿ in length and were not aligned with the tube axis. A review of the site's complaint history does not show any additional reportable complaints related to this product and/or this event. No images or procedure video were provided for review. A review of the instrument log for the instrument (pn 471205-17/lot # n10201103 0271) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2021 on system (B)(4). The instrument had 5 uses remaining after last use. Based on the information provided at this time, this complaint is being reported due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the wire was sticking out at the front of the scissors. A similar backup da vinci instrument was used to continue with the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has attempted to follow up to obtain additional information, however, no further details have been received as of date of this report.